Event description:
A 2.5mm diameter by 12 mm length s660 stent delivery system was inserted for treatment of an unk lesion. Vessel tortuosity and lesion calcification are unk. It is unk if the lesion was pre-dilated. It was reported that a tear in the guide catheter caused the stent to come off of the balloon in the pt. The stent was snared from the pt no additional sequeale were reported.